Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient contact complaining about pain and lack of range of motion. Update rec'd (B)(4) 2014 - of depuy's legal department spoke with the patient, who was calling to request compensation because he had his shoulder revised on (B)(6) 2014 because it "quit working." He further stated that he always had problems with it, that it wouldn't go all the way up, or behind his back. He also stated that he had to quit his job as a certified technician and truck driver. He said that he has the explant and agreed to return it to depuy for examination. Told patient we wound return the explants to him at the conclusion of our investigation. She is following up with the patient for authorizations for medical records and xrays.